Event description:
It was reported that during a lap low anterior resection, a clip was malformed. The device did not clamp an existing clip or anything hard before this event. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---the event occurred after 1st firing. What vessel or structure was the device fired on at the time of the event? ---we have no detailed information. Was the clip fully advanced into the jaws prior to firing? ---we have no detailed information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received with a j shaped clip attached to the device. When testing the device for functionality it was noted to be empty and locked out. The jaws were inspected and no burr was found that could lead the received j shaped clip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The final quality release criteria were met before this batch was released for distribution.